Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and power cycling without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. This type of reset does not prevent the device from delivering therapy, as it is designed to reset and self-clear when the unit encounters an internal conflict. Analysis of reports of this type has not identified an increase in trend.